Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted that the pouch had been relabeled and repacked in third party(B)(4) warehouse in (B)(4), and identified that the pouch was damaged, specifically, with a hole extending through the text label. The reported issue was verified. The cause of the condition could not be determined. Third party notification will be sent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of individual titanium adapter was damaged. This was observed when opening an intact box. There was no patient involvement. No additional information is available.